Event description:
Pt alleges pump was not working properly and may have attributed to changes in her blood glucose levels. Pt did not sustain any serious injuries, but did seek medical assistance in the ER on (B)(6) 2012 for a high blood glucose reading.

Manufacturer narrative:
Event not likely to lead to serious injury or death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.